Event description:
The pt underwent bilateral lumbar microlaminotomy at l3/4 and l4/5. The surgeon utilized the baxano curette dilators during the initial exposure which resulted in a 2mm dural tear. Fibrin glue was used for repair and the surgeon continued with the procedure without incident. The pt did well postoperatively.